Manufacturer narrative:
The samples were visually inspected. Breathing bags from customer complaints (B)(4) presented with pin holes. Leak test inspection was performed on the returned devices; they didn't present leakage. Based on the visual and leak test results, the reported nonconformance as leakage on circuit is not confirmed, however, two of the breathing bags returned from customer complaints (B)(4) presented with leakage due pin holes. Root cause: based on the investigation results there are pinholes on the raw material breathing bags provided by the supplier

Event description:
It was reported that during the pre-use check, leakage of air from the breathing circuit was observed. A pinhole in the breathing circuit was detected. No patient injury was reported.